Event description:
Report received indicated that resistance was met between the self expanding stent (ses) system and the guidewire during a percutaneous transluminal angioplasty to the right superficial femoral artery. The vessel had moderate calcification, severe tortuosity and a 90% stenosis. After successful pre-dilatation using a balloon catheter a guidewire was inserted across the lesion via a sheath introducer without any difficulty. The product was prepared and used as per the instructions for use (IFU). The ses was advanced over the guidewire and through the sheath introducer to the lesion. However, there was resistance between the ses and the guidewire. Due to the resistance, the ses was not able to advance any further and was withdrawn from the pt's body, leaving the guidewire in place. Another ses was advanced from the right femoral artery. The stent was deployed and post-dilatation performed ending procedure successfully. There was no reported pt injury.

Manufacturer narrative:
The product was returned for analysis and evaluation. A non-sterile 6x40mm smart control was received coiled inside a plastic bag. The stent was partially deployed. Blood residues were observed throughout the unit. A 0.035" guidewire was inserted into the unit via luer hub; no resistance was experienced at any time during the guidewire advancement. The guidewire exited through the tip as expected. The ID of the wire lumen tip, and the ID of the inner member hub were measured and they both were within specifications. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The exact cause of the partial deployment of the stent could not be determined. Controls are in place to prevent this type of failure from leaving the facility, refer to mw1: 10182201 rev: 14. The reported resistance could not be confirmed during the analysis. No corrective action will be taken at this time, given that there are no indications that the reported issue could be related to the manufacturing process. The pt's difficult anatomy, procedural manipulation and shipping/handling issues may have contributed to the reported event.